Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction. It was reported that there was an impedance issue. There were no impedances during the procedure. Troubleshooting included trying to clean the electrodes, re-inserting the lead, and multiple attempts to get a successful impedance check prior to closing the incision. The cause was not known. The battery screw would never tighten and the lead would not secure into the battery. Troubleshooting included trying to tighten multiple times. The cause was not known. The issue was resolved.

Manufacturer narrative:
H3: analysis of the ins (s/n: (B)(6)) revealed that the setscrew on the implantable neurostimulator (ins) was backed out beyond the point of being able to engage with the connector block.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.